Manufacturer narrative:
05-aug-2024 additional information was received and reported the replacement iol was a dib00 21.5 diopter lens that was placed in the patient¿s ocular dexter (right eye). Patient demographics information was also provided. No further information is available. The following fields were updated based on the information received through follow-up: section a-3b patient gender: stated female. Section a-4 patient weight in pounds: 150. Section a-5 patient ethnicity: not hispanic/latino. Section a-6 patient race: white/ all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information unavailable. Section a-4 patient weight: unknown/asked information unavailable. Section a-5 patient ethnicity: unknown/asked information unavailable. Section a-6 patient race: unknown/asked information unavailable. Section b-3: date of event: unknown as information was not provided. The best estimation date is between (B)(6) 2023 and (B)(6) 2024 (iol implant and explant dates). Section h-3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dxr00v model intraocular lens (iol) was implanted into the patient¿s operative eye. Due to complaints of halos, the iol was explanted in a secondary surgical procedure; replacement iol information was not provided. There was no sutures and no vitrectomy however, the incision was enlarged. Patient visual acuity pre-operative was 20/40 and post-operative was 20/20. Patient prognosis post-lens exchange was reported as doing well after iol exchange. No further information is available.